Manufacturer narrative:
Product had expired prior to request for investigation. A device history record review was performed. The presence of the e antigen was confirmed by quality control prior to distribution of the product.

Event description:
A customer reported obtaining unexpected negative reactions with panoscreen iii, lot 26185.